Manufacturer narrative:
Evaluation of the returned pod coil revealed that the pusher assembly was kinked. If the pod coil is forcefully advanced against resistance, damage such as a kink may occur. The pusher assembly mid-joint was unable to be advanced through the introducer sheath friction lock due to the kink in the pusher assembly near the mid-joint, and no further testing was performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed six ruby coils in the target location using the lantern. Next, while attempting to advance the pod coil, the pod coil would not advance at all past its initial position within its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using a new pod coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.